Manufacturer narrative:
(B)(4). No related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. Result: complaint was not confirmed through the instrument eval. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports inconsistent act+ results with the hemochron signature elite microcoagulation system during a cardiac ablation procedure with target time of 350-375 seconds. The initial baseline act result of 267 was higher than expected and when repeated result was within the normal range. Liquid quality control (lqc) testing was performed. The first lqc test did not pass and when repeated results were acceptable. Heparin was then administered to the pt. During the procedure, the act tests generated results of 314, 302, and 285 seconds, which were lower than expected and below the target time. A second elite instrument was introduced for testing and generated act result of 415 seconds, which reached the expected target time. No adverse events reported.